Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the guide wire tip separation. Evaluation summary: quality assurance analysis revealed that the guide wire was returned without blood or contrast visible. There were several offset intermediate coils between the center solder and 6.5 mm proximal to the center solder. There were several overlapping coils at the center solder. The tip coils were pushed distal from the center solder for a length of 4 mm. The core was detached 18 mm distal to the center solder. The tip coils were unraveled for a length of 5.7 cm. The separated distal portion of the core, tip coils, and tip ball were not returned. There was a kink in the core 5 mm proximal to the center solder. There was no other damage noted to the guide wire. This guide wire was sent to the scanning electro microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident info and the analysis of the returned device. Results of the sem analysis indicate that the device core was subjected to excessive torsional overload beyond its design limit causing the tip to detach. The case info suggests that the tip separated during preparation but the analysis result is typical of when a wire fractures during use. During use, for the guide wire to fail due to torsional overload, some portion of the guide wire would have to be trapped either in the anatomy or in another device and the excess torque applied. The analysis found offset and overlapped intermediate coils which is a sign of meeting resistance during use. The coil damage and sem information shows that the tip was somehow caught and then turned to failure from torsional overload. This does not match what would be experienced during preparation of the device. Typically during preparation, the wire is flushed with saline in the wire dispenser and then a j shaped curve is applied to the guide wire tip. The tip shaping could cause coil damage, but there is nothing that would hold the guide wire tip while rotating the guide wire in the preparation steps. Overall, the guide wire tip failed from torsional overload based on sem analysis, but the source of the overload could not be determined; although, the analysis suggests that the guide wire had been used. The guide wire tip may have been caught during use and fractured during the removal attempt from torsional overload. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance engineering group.

Event description:
Reporting status: malfunction. Reporting rationale: guide wire tip separation has caused or contributed to pt injury previously. Device issue: guide wire tip separation. It was reported that the tip of the device broke off during preparation. No pt effects were reported. No add'l event or pt info is available.